Event description:
Additional information revealed that the patient underwent a surgical procedure on (B)(6) 2021 wherein the ipg was repositioned. Postoperatively, the pain has resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient was experiencing pain at the ipg site, and felt the ipg was protruding/moving when laying down. In turn, surgical intervention may take place to address the issue.